Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the tip measuring 47.2cm/ 49.5cm (insulation and cables/ inner coil) was returned for analysis. Final analysis found external insulation abrasion noted at 7.9cm to 8.1cm and 45.6cm to 45.7cm from the distal tip consistent with lead friction to another device or feature of the heart and the ICD can. The etfe coating was abraded at the first location and not abraded at the second. Internal insulation abrasion was noted at 19.1cm to 19.6cm from the distal tip. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.